Event description:
Procedure type: pancreas. According to the reporter: before the 1st firing, the jaws were closed slowly and the tissue was compressed for 5 minutes. The surgeon tried to fire the device, but could not. Therefore, the surgeon opened and closed the jaws several times and compressed the tissue, and then tried firing again. A cracking noise was heard from stapler and a new stapler and cartridge were opened to complete procedure. The patient is under observation. The case was extended by more than 30 minutes.

Manufacturer narrative:
Tracking number (B)(4). Initial report sent to FDA on (B)(4) 2012.